Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filter leaked in the nicu, however, it was stated that the filter was dry. There was no report of patient harm..

Manufacturer narrative:
The customer¿s report that the filter leaked was not confirmed with the filter extension set reported by the customer; however a leak was confirmed with the maxzero valve. Pressure testing was performed and a leak was observed at the engagement at the top of the maxzero valve. Further inspection under magnification showed a microchannel/scratch within the interior diameter. The root cause of the leak was a manufacturing assembly issue.

Event description:
The customer reported that the filter leaked in the nicu, however, it was stated that the filter was dry. There was no report of patient harm..